Event description:
Customer reported to beckman coulter, inc. (Bec) that a returning bellows of the coulter lh 750 hematology analyzer leaked clear fluid. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found diluent overflow at the needle. The fse found blood sample was spilled at the needle. The fse cleaned the spill and replaced the actuator at pinch valve pv 57/13. The fse verified the analyzer and found all quality control (qc) passed. The fse verified the repairs were performed per established procedures. The fse verified the results met published performance specifications. The fse validated the system and documented the validation in the customer's qc record.

Manufacturer narrative:
(B)(4).